Event description:
It was reported that a pt had undergone a craniotomy for brain tumor in 2006. One month later, the pt came back in with neurological changes, fever, nausea, and enhancement in the post-operative cavity in the right temporal lobe. Also seen was white matter changes in both hemispheres. Upon surgical exploration, a reactive cavity with inflammatory changes and giant cell changes consistent with a reactive process was found around hemostatic agents routinely used in neurosurgery. After removal of the hemostatic agent and removal of the reactive capsule, the pt improved in her condition. No evidence of infection was found. The pt was treated with steroids as well. In two years of follow-up, the pt has no side effects of the event and the post-operative MRI shows no recurrence of the tumor and no further reactive effects. The surgeon reported that the pathologist recognized the removed specimen as surrounding avitene and no evidence of surgicel was observed.

Manufacturer narrative:
Reactive capsule occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.